Event description:
Patient implanted in marionette line in 2001. After implantation patient developed swelling, tenderness, erythema, and serous discharge 5 days later. Patient treated with cipro 750 mg., bactroban and warm compresses. Symptoms were resolved 6 days after starting treatment.